Event description:
New information noted programming changes have been performed. The patient was in stable condition.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation it was noted that the implantable cardioverter defibrillator (ICD) was exhibiting post paced t wave over-sensing. No changes or intervention was reported. The patient was in stable condition.